Event description:
A patient reported they were unable to receive a reading on their one touch ultra meter due to their meter allegedly would only prompt "apply sample" message. There was no result on their meter as the patient was unable to test. The patient did have another one touch ultra meter and was able to test on this meter and obtained a blood glucose result of 40 mg/dl less than 10 minutes after attempting to test on the first meter. Treatment was food or beverage. No further information has been reported. No serious injury or allegation of harm.